Event description:
It was reported that a syringe component was "not working."

Manufacturer narrative:
It was reported that a syringe component was "not working." No details were provided as to how the syringe was "not working" or how it was being used at the time that the unspecified problem/issue was identified. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. No photo for review or sample for evaluation was provided. In an abundance of caution, and in response to an FDA 483 issued for cfn (B)(4) on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.